Manufacturer narrative:
Correction: h6: investigation findings, h6: investigation conclusions, h11: additional manufacturer narrative. Additional information: h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'turn on and then off/line' was reproduced. The reported condition was verified. The cause of the condition was determined to be a wrong version of the drug library. The correct version of the drug library will be installed to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device drug library was set to basic and powered off and battery was removed. The battery was re-applied the device no longer turns on then off (to charging screen) by itself. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on and off without user input during device power up in the telemetry department. There was no patient involvement. No additional information is available.